Event description:
Kangaroo pump running formula at the rate of 23ml/hr beginning at 8:15 pm on (B)(6) 2010 via tp tube. At 12:30 am on (B)(6) 2010, rn noticed that tp tube was occluded; however, there was no audible alarm. The orange alarm indicator light was not on and the pump display indicated that the formula was being delivered. The rn reported an "excessive" amount of formula remained in the bag. Two glucometer checks performed back to back revealed readings of 5 and 3. Infant's vitals were stable. Urine output was decreased. D10w was given as a bolus twice as ordered by the physician. A d10w drip was initiated. Infant's blood sugar rose to 63 after the second d10w bolus. The tp tube was replaced and the kangaroo pump was removed from service.